Manufacturer narrative:
The monitor and electrode belt was returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
The patient was appropriately treated 1 time by the lifevest. The appropriate shock failed convert vt to a slower rhythm. The patient was conscious at the time of the appropriate shock. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient continued use of the lifevest. No deficiencies were alleged against the device.